Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 500 mg/dl after having a medical procedure. Customer was treated with insulin pen and blood glucose dropped to 400 mg/dl. Suddenly, custome's blood glucose dropped to 47 mg/dl. Customer was in transit in ambulance and was given peanut butter and crackers and customer's blood glucose was 136 mg/dl. Unsulin pump was not exposed to MRI or magnetic field. Customer was advised to monitor insulin pump and to call back should issue persist.